Manufacturer narrative:
Concomitant medical products: tyrx-aae, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated a system infection was observed following the formation and evacuation of the previous hematoma. It was noted the lateral portion of the wound had not healed following the hematoma evacuation. A transesophageal echocardiogram (tee) showed a highly mobile mass concerning for vegetation/mycotic thrombus in superior vena cava (svc). It was added an antibacterial absorbable envelope had been implanted with the crt-d system. The system was removed and a previously implanted leadless pacemaker was reactivated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.